Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, customer performed multiple supply changes and ultimately reverted to an alternate method of insulin therapy. Customer's blood glucose (bg) level was 200 mg/dl -"high"; specific value not provided. Customer administered a manual injection to address bg.